Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the catheter was a curved triple lumen trialysis temporary hemodialysis catheter that was placed 4/11 and used five times. On the sixth attempt to use this for hd, we discovered a hole under the clamp on the venous port. The catheter was removed and replaced. It has been discarded." Additional information received 04/26/2022: external leak infusion when the leak was discovered? Hemodialysis treatment, no infusion. Any patient symptoms related to a fluid leak? N/a or difficult to tell. Anxiety at blood on chest and in bed, and at loss of catheter. Was a new catheter placed? Not in same day. Detailed description of the event: a patient who was new to dialysis had temp trialysis cath placed on 4/11 and was dialyzed for approx. 5 treatments before coming to dialysis on 4/18. When hd rn initiated treatment on this date, the venous port began leaking large amounts of blood. Treatment was stopped and nurse discovered a hole/crack in the venous hub of the catheter, just below the clamp. Treatment discontinued and blood not returned. What type of catheter securement was utilized? Blue clamp, tape.